Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 453 mg/dl. Customer current blood glucose was 442 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer was treated with manual injection. Customer also reported air bubbles. No further patient complication were reported. Device will not be return for further analysis.